Event description:
It was reported that during a bolus injection of 5-fluoro-uracil, the pt developed a sudden severe abdominal pain. A CT scan showed a possible catheter leak above the fascia. In 2000 the pocket was opened and a bolus injection of saline was performed. A leak was detected in the catheter at the connector. The pump was removed from the pocket and drops were seen flowing from the catheter. The pump was reimplanted with a new connector and a bolus injection of saline was performed with no leakage noted. There were no pt complications.